Event description:
It was reported that the lead was capped and replaced during a device replacement procedure due to a decrease in impedance observed before the operation. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.